Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Note: this report pertains to one of two maxforce biliary dilation balloons used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilation balloons were used in the bile duct during a bile duct dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not inflate. The same issue "ocurred" in the second maxforce biliary dilation balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.